Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation and high levels of tingling from the implantable pulse generator (ipg). Program optimization was done and patient reported satisfaction with the current therapy. No other complications were reported, and the device remains implanted and in use.